Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off the device during transport to our analysis site. The reported complaint was for: " at the beginning of the surgery it worked perfectly but then it started to make a squeaky sound. Later, the generator marked the first error: ¿to clean the instrument¿; the surgical nurse did it; then the generator marked ¿to tight the instrument¿; third the error told us ¿to assemble the hand piece to the instrument¿ ". During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated, the blade not being properly attached to the hand piece or the solid tone emitted by the generator when the blade becomes damaged. A batch history record review was performed, and a protocol and 9 defects were created and found during the manufacturing of this batch but was not related to the event description. Additionally, no nc related to the complaint was found during the manufacturing process.

Event description:
It was reported that during an endometriosis procedure, it was a trial product that the surgeons asked for an endometriosis laparoscopic procedure. At the beginning of the surgery it worked perfectly but then it started to make a squeaky sound. Later, the generator marked the first error: ¿to clean the instrument¿; the surgical nurse did it; then the generator marked ¿to tight the instrument¿; third the error told us ¿to assemble the hand piece to the instrument¿. At last the screen said that the instrument was no longer serviceable and we had to change it. So, we opened a new one. And almost at the end of the procedure, marked the same errors. Surgeons had to finish without harmonic. It was necessary to open a new product box to finish the procedure. There were no adverse consequences for the patient reported.